Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
59 year-old male patient with cardiogenic shock experienced cardiac arrest in ER. Implanted with impella cp after arrest. Patient supported for 15 days with pump performing as expected (off-label use). On day 15, pump alarmed "pump in aorta", and pump was repositioned. Also noted were high white blood cells counts and new onset atrial fibrillation, unlikely due to the impella device since it does not interact with the atrium. Sepsis suspected, and on day 17, impella was successfully weaned.

Manufacturer narrative:
D1 brand name, d4 catalog number and d4 serial number were updated, corrected accordingly.